Event description:
The healthcare worker complained of burning sensation and skin discoloration on the hand upon removal of the cyclesure biological indicator vial from a completed cycle. The worker reported that the vial had broken inside the unit during the cycle. The worker did not seek medical treatment and the symptoms resolved within a few hours.